Manufacturer narrative:
Physicians name and address corrected.

Event description:
Additional information received indicates the patient had their lead explanted and replaced to address the issue. Therapy restored post-op.

Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was unable to set their ipg to MRI mode due to high impedances. Surgical intervention may take place at a later date to address the issue.